Event description:
Patient's daughter reported that the patient's nebulizer machine broke and needs replaced. Details not provided. No missed doses or adverse events reported. Lot and expiration date unknown. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified; chronic obstructive pulmonary disease with (acute) exacerbation.